Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 24-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, bladder incontinence, high cholesterol, anemia, urinary frequency and suprapubic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2007, the patient experienced dyspareunia ("painful intercourse"). In 2007, the patient experienced abdominal pain lower ("excessive cramping, pain, lower abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: following the essure procedure, patient suffered from painful menstrual cycles, painful intercourse, pelvic pain, abdominal pain and excessive cramping. Essure(or any part of the device) not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, bladder incontinence, high cholesterol, anemia, urinary frequency and suprapubic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In 2007, the patient experienced abdominal pain lower ("excessive cramping, pain, lower abdomen"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: following the essure procedure, patient suffered from painful menstrual cycles, painful intercourse, pelvic pain, abdominal pain and excessive cramping. Essure(or any part of the device) not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and mr received: case became incident. New reporters, patient demographic information, product indication, onset date updated, lot no, treatment medications, concomitant disease, new events menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, nausea, weight increased, bladder disorder and urinary tract disorder added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.